Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that fumes and a strong odor of battery acid from inside the innova cathlab made hospital personnel ill. No pts were being imaged at the time of the event.